Manufacturer narrative:
(B)(4). Concomitant medical products: 00877001140, metasul taper liner jj/40, 2615734; 00877004002, metasul head 40, 12/14, size m /0, 2627484; 00771100520, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 5 extended offset, 61510556. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient suffered iliopsoas tendonitis 2 years post implantation. Patient was prescribed physical therapy as well as medication to treat pain. No additional information available.